Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was pulled apart due to overstress. It was noted that the lead appeared damaged at implant. The analyst commented that the insulation was pulled away from the connector (overstressed) when the lead was pulled out.

Event description:
It was reported that during the implant procedure, the physician wanted to wash the lead inside but the "isolant" was damaged. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.